Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe and persistent pains on right side of body (back)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced nervous system disorder ("nerve problems") with facial paralysis and muscle twitching. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe and persistent pains on right side of body (arm/down leg)") and neck pain ("severe and persistent pains on right side of body (neck)"). In (B)(6) 2013, the patient experienced headache ("severe and persistent headaches") and eye movement disorder ("twitching (eyes)"). In (B)(6) 2014, the patient experienced ear infection ("ear infections") with ear pain. In 2014, the patient experienced teeth brittle ("teeth cracking"), fungal infection ("recurrent yeast infections"), dental caries ("dental decay"), abdominal distension ("bloating") and bacterial infection ("bacterial infections"). On an unknown date, the patient experienced nausea ("nausea"), eye pruritus ("itchy eyes") and vision blurred ("blurry eyes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, fungal infection, ear infection, neck pain and eye movement disorder outcome was unknown, the nervous system disorder and pain in extremity had not resolved and the teeth brittle, dental caries, headache, abdominal distension, nausea, bacterial infection, eye pruritus and vision blurred was resolving. The reporter considered abdominal distension, back pain, bacterial infection, dental caries, ear infection, eye movement disorder, eye pruritus, fungal infection, headache, nausea, neck pain, nervous system disorder, pain in extremity, teeth brittle and vision blurred to be related to essure. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Case updated to incident. New reporters added. Patient¿s demographics added. Essure explant date added. Event: severe and permanent injuries was replaced by more specified events: nerve problems with twitching (eyes, face, legs, arms, chest) and bell's palsy, teeth cracking, recurrent yeast infections, dental decay, ear infections with earaches, severe and persistent pains on right side of body (back, arm/leg, neck)), severe and persistent headaches, bloating, bacterial infections, recurrent yeast, itchy eyes, blurry eyes, twitching (eyes) and nausea were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe and persistent pains on right side of body (back)') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe and persistent pains on right side of body (arm/down leg)") and neck pain ("severe and persistent pains on right side of body (neck)"). In (B)(6) 2013, the patient experienced headache ("severe and persistent headaches") and eye movement disorder ("twitching (eyes)"). In (B)(6) 2014, the patient experienced ear infection ("ear infections") with ear pain. In 2014, the patient experienced tooth fracture ("teeth cracking"), fungal infection ("recurrent yeast infections"), dental caries ("dental decay"), abdominal distension ("bloating/ I feel and look like I'm nine months pregnant") and bacterial infection ("bacterial infections"). On an unknown date, the patient experienced nervous system disorder ("nerve problems") with facial paralysis and muscle twitching, nausea ("nausea"), eye pruritus ("itchy eyes"), vision blurred ("blurry eyes") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, fungal infection, ear infection, neck pain, eye movement disorder and musculoskeletal pain outcome was unknown, the nervous system disorder and pain in extremity had not resolved and the tooth fracture, dental caries, headache, abdominal distension, nausea, bacterial infection, eye pruritus and vision blurred was resolving. The reporter considered abdominal distension, back pain, bacterial infection, dental caries, ear infection, eye movement disorder, eye pruritus, fungal infection, headache, musculoskeletal pain, nausea, neck pain, nervous system disorder, pain in extremity, tooth fracture and vision blurred to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: "I feel and look like I'm nine months pregnant". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received new reporter information, new event shoulder pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe and persistent pains on right side of body (back)') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe and persistent pains on right side of body (arm/down leg)") and neck pain ("severe and persistent pains on right side of body (neck)"), 1 day after insertion of essure. In (B)(6) 2013, the patient experienced headache ("severe and persistent headaches") and eye movement disorder ("twitching (eyes)"). In (B)(6) 2014, the patient experienced ear infection ("ear infections") with ear pain. In 2014, the patient experienced tooth fracture ("teeth cracking"), fungal infection ("recurrent yeast infections"), dental caries ("dental decay"), abdominal distension ("bloating/ I feel and look like I'm nine months pregnant") and bacterial infection ("bacterial infections"). On an unknown date, the patient experienced nervous system disorder ("nerve problems") with facial paralysis and muscle twitching, nausea ("nausea"), eye pruritus ("itchy eyes"), vision blurred ("blurry eyes") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, fungal infection, ear infection, neck pain, eye movement disorder and musculoskeletal pain outcome was unknown, the nervous system disorder and pain in extremity had not resolved and the tooth fracture, dental caries, headache, abdominal distension, nausea, bacterial infection, eye pruritus and vision blurred was resolving. The reporter considered abdominal distension, back pain, bacterial infection, dental caries, ear infection, eye movement disorder, eye pruritus, fungal infection, headache, musculoskeletal pain, nausea, neck pain, nervous system disorder, pain in extremity, tooth fracture and vision blurred to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2013. Concerning the injuries reported in this case, the following one/ones were reported via social media: "I feel and look like I'm nine months pregnant". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. On 22-jul-2020: fu 15&16 process together-mr received: reporter was added, essure insertion date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe and persistent pains on right side of body (back)") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced nervous system disorder ("nerve problems") with facial paralysis and muscle twitching. In november 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe and persistent pains on right side of body (arm/down leg)") and neck pain ("severe and persistent pains on right side of body (neck)"). In (B)(6)2013, the patient experienced headache ("severe and persistent headaches") and eye movement disorder ("twitching (eyes)"). In (B)(6)2014, the patient experienced ear infection ("ear infections") with ear pain. In 2014, the patient experienced tooth fracture ("teeth cracking"), fungal infection ("recurrent yeast infections"), dental caries ("dental decay"), abdominal distension ("bloating") and bacterial infection ("bacterial infections"). On an unknown date, the patient experienced nausea ("nausea"), eye pruritus ("itchy eyes") and vision blurred ("blurry eyes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the back pain, fungal infection, ear infection, neck pain and eye movement disorder outcome was unknown, the nervous system disorder and pain in extremity had not resolved and the tooth fracture, dental caries, headache, abdominal distension, nausea, bacterial infection, eye pruritus and vision blurred was resolving. The reporter considered abdominal distension, back pain, bacterial infection, dental caries, ear infection, eye movement disorder, eye pruritus, fungal infection, headache, nausea, neck pain, nervous system disorder, pain in extremity, tooth fracture and vision blurred to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: coding correction was done on (B)(6)2018. Following company internal coding review, the event teeth cracking was coded to meddra llt tooth fracture. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("severe and persistent pains on right side of body (back)") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced nervous system disorder ("nerve problems") with facial paralysis and muscle twitching. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe and persistent pains on right side of body (arm/down leg)") and neck pain ("severe and persistent pains on right side of body (neck)"). In (B)(6) 2013, the patient experienced headache ("severe and persistent headaches") and eye movement disorder ("twitching (eyes)"). In (B)(6) 2014, the patient experienced ear infection ("ear infections") with ear pain. In 2014, the patient experienced tooth fracture ("teeth cracking"), fungal infection ("recurrent yeast infections"), dental caries ("dental decay"), abdominal distension ("bloating") and bacterial infection ("bacterial infections"). On an unknown date, the patient experienced nausea ("nausea"), eye pruritus ("itchy eyes") and vision blurred ("blurry eyes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, fungal infection, ear infection, neck pain and eye movement disorder outcome was unknown, the nervous system disorder and pain in extremity had not resolved and the tooth fracture, dental caries, headache, abdominal distension, nausea, bacterial infection, eye pruritus and vision blurred was resolving. The reporter considered abdominal distension, back pain, bacterial infection, dental caries, ear infection, eye movement disorder, eye pruritus, fungal infection, headache, nausea, neck pain, nervous system disorder, pain in extremity, tooth fracture and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("severe and persistent pains on right side of body (back)") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced nervous system disorder ("nerve problems") with facial paralysis and muscle twitching. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe and persistent pains on right side of body (arm/down leg)") and neck pain ("severe and persistent pains on right side of body (neck)"). In (B)(6) 2013, the patient experienced headache ("severe and persistent headaches") and eye movement disorder ("twitching (eyes)"). In (B)(6) 2014, the patient experienced ear infection ("ear infections") with ear pain. In 2014, the patient experienced tooth fracture ("teeth cracking"), fungal infection ("recurrent yeast infections"), dental caries ("dental decay"), abdominal distension ("bloating") and bacterial infection ("bacterial infections"). On an unknown date, the patient experienced nausea ("nausea"), eye pruritus ("itchy eyes") and vision blurred ("blurry eyes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, fungal infection, ear infection, neck pain and eye movement disorder outcome was unknown, the nervous system disorder and pain in extremity had not resolved and the tooth fracture, dental caries, headache, abdominal distension, nausea, bacterial infection, eye pruritus and vision blurred was resolving. The reporter considered abdominal distension, back pain, bacterial infection, dental caries, ear infection, eye movement disorder, eye pruritus, fungal infection, headache, nausea, neck pain, nervous system disorder, pain in extremity, tooth fracture and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality safety evaluation of ptc ( FDA code) incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.